Event description:
Information received via complaint form indicates that "there is a hole in the foil at the area of the catheter tip".

Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. It is reported that the product was not in use during the time of malfunction, and there were no reports of a patient being harmed as a result of this malfunction. No additional patient/event details have been provided to date. A return sample for evaluation is not expected. Should additional information becomes available, a follow-up report will be submitted.